Event description:
It was reported that since the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2015 they had not been getting any results. It was as bad as before the patient had the device implanted. The patient thought they had stimulation cranked up to 7, but they were getting very little. The patient synced with the ins, verified stimulation was on, and it was set at 4.50v. The patient thought they were feeling stimulation at 4.50v and they felt some of the stimulation in their foot. The patient had an accident and slipped halfway off the toilet seat last weekend. When the patient slipped, they hit the area where the ins was located and got a scrap mark right near the incision. The patient was wondering if that did anything to their device. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v074879, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).